Manufacturer narrative:
A review of the black box data showed reboots on (B)(6) 2015 with 052 and 054 call service alarms. A visual inspection of the pump showed that the battery compartment was intact. The pump case was cracked in the upper right hand corner of the display. Moisture was evident behind the display lens. No battery cap was returned with the pump; a test cap was able to fully tighten on to the pump. The pump powered on to a blank display screen. The complaint could not be fully investigated due to this. The pump failed a leak test at the crack in the pump case. The pump cover was removed and moisture damage was found throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, reporting that the pump had lost power. There was allegedly no damage to the pump or battery cap. The yellow o-ring of the battery cap was reportedly visible at the time of the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.